Manufacturer narrative:
(B)(4): this is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had initiated therapy prior to connecting themselves to the patient line. Proper procedures were reviewed with the patient. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.